Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and mirror image noise on both channels. It was also noted that the right ventricular (rv) lead exhibited high sensing integrity counter (sic) and oversensing. Both leads remain in use. No patient complications have been reported as a result of this event.